Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr= 1.7, second test inr = 2.7, third test inr = 3.8, fourth test inr = 3.2, fifth test inr = 2.8.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070253: first test inr: 1.7, second test inr = 2.7, third test inr = 3.8, fourth test inr = 3.2, fifth test inr = 2.8. Mean = 2.84, sd = 1.05; %cv = 36.9%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.